Manufacturer narrative:
E1 to be continued: (B)(6). Based on the results of the investigation, the cutting wire and the broken portion was scorched and melted was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome v exhibited a cutting wire and the broken portion was scorched and melted. The issue occurred during a therapeutic endoscopic sphincterotomy. There were no reports of patient harm.